Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted multiple cs 088 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: a review of the pump black box indicated one cs 088, sub-code 85b3 alarm. During investigation, the ezprime and 24 hour duration tests were successfully completed with no call service alarms occurring. Unrelated to the complaint, investigation revealed corrosion in the battery compartment. A leak test was performed and no leaks were observed. The pump case was opened and no evidence of internal moisture or damage was observed on the pcb or internal components. The complaint of the call service alarm issue was shown in the pump history but could not be duplicated during testing.